Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit was alarming "xdcr fault" while on a patient. The patient was placed on an alternate ventilator and there was no harm done. The biomed replaced the main printed circuit board and the issue was corrected.

Manufacturer narrative:
Results of investigation: the main printed circuit board was received by the failure analysis lab however an investigation could not be completed as a connector was found broken off of the board.